Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a few months ago. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction: section e1: reporter information has been updated.

Event description:
Additional information received shows patient underwent surgery on 16dec2021 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.